Manufacturer narrative:
Non-healthcare professional (consumer). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the patient has a disorder where she can't retain information and recently in (B)(6) 2018 she has not been able to get her personal therapy manager (ptm) to give a bolus. It was reported that last night when the patient went to use the ptm she was unsure if the ptm gave her the bolus because she couldn't remember what information should be displayed on the screen. It was noted that the patient was on a low dose and the lockout was every 12hrs. The caller was emailed and mailed a copy of the ptm manual. No symptoms were reported. No further complications have been reported as a result of this event. Additional information was received from a consumer indicating that the patient was receiving morphine (10 mg/ml at .999 mg/day) via an implantable infusion pump. It was reported that the patient was still in a lot of pain and that she was at 5 on the pain scale and wanted to be at a 3. The patient also reported they can feel their pump trying to pop out of their body. The patient reported they started wearing a support brace to keep the pump in. The patient reported it literally felt like it twisted up so the bottom of the pump was poking out of her skin. The patient stated she did not realize it until she was getting dressed and was able to push it back down. The patient stated they can feel the device inside them. It was indicated the issue began about two weeks earlier (relative to the date of the report, ((B)(6) 2018). The patient reported they made an appointment with their healthcare provider and they ran some tests and said everything was fine. The caller stated that she was an addict and so at first did not want to use a personal therapy manager (ptm) but that the healthcare provider (hcp) wanted her to try using the ptm versus changing her medication dosage/concentration. It was reported that the patient had not been able to use the ptm so was unsure whether it helps or not. The caller stated that she received the ptm manual and reported that the issue she was having with the ptm was not a lockout but that it was poor communication. It was noted that the ptm was just recently given to the patient and that when the device manufacturer representative performed a bolus in the office it worked just fine. The caller stated that when she tries to deliver a bolus she sees the poor communication message. Troubleshooting was performed during the call; the caller was directed to place the ptm directly on the skin but the issue was not resolved. It was noted that the patient did not have an antenna. The caller was transferred to repair and directed to follow up with the hcp if after a replacement was received and the issue remained unresolved. No further complications have been reported as a result of this event.